Event description:
It was reported that during lens insertion the capsular bag was damaged and there was loss of vitreous. A vitrectomy was performed and the incision was enlarged to remove the lens. An anterior chamber lens was implanted and sutures were placed. The patient's current prognosis is stable. The inserter that was used during this event is reported under 1119279-2014-00059.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.